Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment the patient replaced the pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. The adhesive welds and pad were inspected and no abnormalities were observed. Although the investigation found no evidence of damage, the reported adhesive issue could not be determined. Further investigation of the device observed corrosion on the exterior as well as the internal components of the device. A leak was discovered on the unexposed portion of the soft cannula during leak testing. The small tear caused a leakage, diverting fluid away from completing the fluid path. The tear was located 0.124" from the nail head. The internal leak on the soft cannula is the cause for the presence of corrosion in the device.